Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that a secondary energy message occurred during a procedure, caused a delay while the gas was exchanged, and energy was checked before completing the procedure. There was no reported injury.